Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and would not elicit tones with magnet application. The patient had originally presented to the clinic complaining of device tones.